Event description:
To test my blood sugar, I was using a true metrix air meter and test strips and got the e-5 error three times before I got a reading. An e-5 error occurs occasionally, however this is the first time in 20 plus years of testing I've gotten it more than once. I don't eat junk and my reading don't go that high, or that low, so I just kept testing until it worked. Is it the meter or the test strips? The warning letter came from walmart but the failing test strips came from amazon. I thought the three e-5 errors in a row was strange. Getting this warning letter confirms it.